Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the patient line. The patient reported receiving an air detected in cassette alarm during drain 0 and bypassed to fill 1. Patient reported solution was coming out of the patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not report any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Additional information was requested however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the patient line. The patient reported receiving an air detected in cassette alarm during drain 0 and bypassed to fill 1. Patient reported solution was coming out of the patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not report any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The fedex tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the patient line. The patient reported receiving an air detected in cassette alarm during drain 0 and bypassed to fill 1. Patient reported solution was coming out of the patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not report any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Additional information was requested however to date has not been provided.

Manufacturer narrative:
Correction: h.6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the patient line. The patient reported receiving an air detected in cassette alarm during drain 0 and bypassed to fill 1. Patient reported solution was coming out of the patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not report any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Additional information was requested however to date has not been provided.